Event description:
Customer states a maternity screen sample was measured for beta-hcg which gave 86.42 iu per l using an aliquot from the primary sample tube. The result was questioned because the results looked low for a maternal prenatal screen of a pt who was (B)(6) weeks gestation. The result was held until repeated so no incorrect results were reported to the doctor. Sample was repeated twice on (B)(6) 2009, first repeat using the aliquot was 23645 iu per l. Second repeat, using the primary tube was 23164 iu per l. The customer again verified no incorrect results were sent to the doctor. If additional info is received, appropriate notification will be provided.